Event description:
The product complaint report shows the customer alleged the audible alarm failed to sound during an alarmed for event. The facilities biomedical tech inspected the device and could not duplicate the reported event. There were no parts replaced, the unit passed extended self testing and was returned to service. The customer reported no pt harm. It is not verified that the unit failed to alarm, and no malfunction may have occurred. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.